Manufacturer narrative:
The device was not returned for evaluation. An integra representative went on site to check the system. The DHR review showed no anomalies that could be associated with the complaint incident was observed. There is no service history for the device under evaluation. The complaint was verified as valid and the cause was identified as user error. The staff set everything up correctly, but the staff didn't really understand tissue select. They had it turned all the way up which slowed everything down. Based on the information provided, further review is not required. (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device is not expected to be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that the cusaexcel2 cusa excel + ultrasonic tissue ablation system had a suction that was not strong enough. Additional information received on 22apr2019 from the sales representative indicated that the issue was use error. The staff set everything up correctly, but they didn't really understand tissue select. They had it turned all the way up which slowed everything down. It was also a very fibrotic tumor per the surgeon so even when they had tissue select off, it was a slow go. The sales representative explained tissue select to the staff and surgeon again on a different surgical case and that particular case went very smoothly. Additional information received from the customer on 25apr2019 indicated that a (B)(6) male patient underwent a right frontal craniotomy and resection of brain tumor procedure on (B)(6) 2019. There was a one and a half (1.5) hour surgery in delay but no patient injury reported. The doctor used a bovie and forceps to complete the procedure.